Manufacturer narrative:
Analysis of the lead (lead 3877-45 1x8 lz std) found its stylet coil had been perforated by a stylet 11.7cm from the distal end.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported there was a fracture of the conductors on the lead. During the implant procedure, the physician tried to change the stylet after insertion into the epidural space. The lead was put out of the epidural space and the physician tried to insert a new stylet into the lead, but it was impossible. The physician found internal damage of the conductor. The external insulation was okay. A new lead was used and the patient was fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.